Manufacturer narrative:
The device history record (DHR) for lot number 2424008564 was reviewed and no anomalies related to the reported issue were observed. A picture was provided for analysis, and upon reviewing the picture, the reported issue was observed. The physical device was not returned for evaluation. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Event description:
The customer reported that the item was being mispacked and causing a crimp in the catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.